Event description:
During a pneumonectomy procedure, difficulty was experienced removing the device from the application site. The surgeon manipulated the device from the site with no pt injury reported.

Manufacturer narrative:
5/9/97-submission of supplemental report #1 to FDA. Additional data entered in d-9 and h-7. Device evaluation and codes entered in h-3 and h-6. In addition to the four method codes listed above in h-6 co would like to include 86-x-ray. Co analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block, intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.